Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1qact, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4), showed no significant anomalies. The device was subjected to a series of standard tests that include (but not limited to) visual inspection, output, and telemetry testing, and final functional testing. The device passed final functional. Good, stable output was seen on all electrode pairs the ins had when received. Analysis of lead model 3889-28, lot #va1qact showed the conductor #0 was stretched and broken, 3.5 cm from the proximal end which was consistent with overstress damage. It was noted that the lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient was did not show up for their follow-up appointment and had not responded to follow-up messages, therefore no additional information had been obtained.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a system replacement 9/10. Product was returned via neuro mailer today. Attached is picture of the impedance readout prior to replacement. Patient was implanted in january and her battery capacity was drastically diminished. Because of this doctor replaced her battery as well as her lead.

Manufacturer narrative:
Product ID 3889-28, lot# va1qact, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were scheduled for a lead revision on (B)(6) 2019, they had an x-ray done and the lead had clearly moved from the initial placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced shocking sensation at the battery site. It was noted the issue occurred (B)(6) 2019 after the patient was wrestling with their son and their son jumped on the battery site. The patient was scheduled to see their doctor on (B)(6) 2019. Actions/interventions to resolve the reported event were unknown at the time of the report. It was reported the issue was not resolved. No further complications were reported or anticipated.